Event description:
Clinical study. Same case as MFR # 6000093-2006-01902. It was reported that 606 days after the index procedure, the patient expired. The patient was admitted for evaluation of exertional chest pain for a duration of 6 months. ECG was normal, but catheterization revealed the lad with 90% discrete ostial stenosis, 40% tubular mid stenosis and 40% diffuse stenosis of the 1st diagonal. The index procedure treated 2 target lesions. Target lesion 1 was located in the ostial proximal lad with a width of 3.0 mm and length of 12 mm. The physician predilated the lesion prior to placing a 3.5 x 16mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was located in the ostial first obtuse marginal (1st om) and was bifurcated with the circumflex (cx). The lesion was 3.0 mm wide, 12 mm long, with moderate tortuosity. The physician predilated both the 1st om and the cx prior to placing a 3.0 x 16mm taxus express2stent in the 1st om. Residual stenosis was 0%, however there was a plaque shift of less than 20% stenosis into the cx. The patient was discharged one day later on aspirin and plavix. Around day 470, after experiencing increasing levels of fatigue, the patient underwent echocardiography. This revealed evidence of left ventricular hypertrophy and preserved overall left ventricular function. On day 602, the patient was evaluated as an outpatient with complaints of chest pain over the past couple of months, including a severe episode for which 911 was called. The pain resolved by ems arrival and he refused transport. ECG had new minor st depression in the high lateral leads. He was scheduled for cardiac catheterization 5 days later, however, he presented to the ER with severe unremitting chest pain associated with breathlessness and diaphoresis. ECG had evidence of diffuse marked st segment depressions. The patient had profound hypotension (sbp in 60 mmhg range) and shock with overt pulmonary edema requiring intubation. Cardiac catheterization on day 606 revealed the lmca with 80% discrete proximal stenosis associated with a moderated filling defect consistent with thrombus and slow flow, the lad with 70% tubular proximal stenosis with severe diffuse atherosclerosis; severe diffuse mid atherosclerosis; severe diffuse distal atherosclerosis, severe diffuse atherosclerosis of diag1, the lcx with 100% proximal stenosis, and the rca with 50% tubular proximal stenosis; 90% tubular mid stenosis; severe diffuse distal atherosclerosis. The patient experienced multiple episodes of ventricular tachycardia and ventricular fibrillation requiring defibrillation and a temporary pacemaker was inserted. Heart block was treated by ventricular pacing and severe hypotension was managed unsuccessfully with IV fluids and inotropic support (levophed, dopamine, and epinephrine at high doses) along with an intraaortic balloon pump insertion. It was felt that he would not benefit from emergent surgery (CABG and aortic valve replacement) given the prolonged refractory hypotension. The patient was pronounced dead later that day. Death certificate notes immediate cause of death as "cardiogenic shock' with underlying causes of 'acute poster lateral infarction' and 'coronary artery disease.' No autopsy was performed and no additional information is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.